Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of an innova stent delivery system (sds) in the deployed state with a non-bsc sheath and an unidentified .014¿ guidewire. The .014¿ guidewire was in the lumen of the innova device when received. Portion of the inner shaft and the tip were received inside the sheath. There was blood on the handle. The outer shaft was kinked at the nose cone and buckled 32cm ¿ 38.5cm from the end of the nose cone. The inner shaft was detached 6.5cm from the end of the innova shaft and the rest of the inner shaft and tip were received inside the sheath. The inner shaft was stretched and kinked. The handle was received with a gap at the end of with the blue pull rack all the way out of the handle and bent. The device was taken by the r&d engineering and x-rayed for the placement of the guidewire placement in the handle. The x-ray showed that the guidewire was deformed within the handle rack slot. Upon opening the handle, the wire and inner shafts had completely collapsed (buckled) within the rack slot not allowing deployment. The stent was not received for analysis. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that partial deployment of stent occurred. Vascular access was obtained via the patient's left side and the bifurcation was crossed with a 014 guide wire an 6f x 45cm non-bsc guiding sheath. Subsequently, a 7 x 200 x 130 innova¿ stent was advanced to treat the lesion. The stent deployed three-quarters of the way via thumb wheel and the white arrow was visualized; however, when the plunger was attempted to be pulled to completely deploy the stent, it did not function. The stent and the sheath was then removed together. The lesion was re-accessed and the procedure was completed with a 7 x 200 x 130 non-bsc stent. No patient complications were reported and the patient's status was okay.